Event description:
Additional information received identified the patient's scs ipg was explanted and replaced with a different model. The issue resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
It was reported the patient is having pain at her scs ipg pocket site (date of event is unknown) due to the lead wire(s) coiling under the ipg. Surgical intervention will be taken at a later date to address the issue.